Event description:
Two endeavor sprint rapid exchange drug-eluting stents were implanted during index procedure, one to the distal rca ((B)(4)) and one to the 1st om ((B)(4)). During a staged procedure a week later one endeavor sprint rapid exchange drug-eluting stent was implanted to the proximal lad ((B)(4)). Approximately 4 months post index procedure, it was reported that the pt presented with angina. During hospitalization, 'total occlusion of the lcx' and stent thrombosis were reported. The pt underwent ptca revascularization of the mid lcx to treat in-stent restenosis and thrombus. The investigator confirmed that the reported event was definitely related to the study stent and procedure, and possibly related to the study drug.

Manufacturer narrative:
(B)(4). Eval, results: stent thrombosis.